Event description:
It was reported that the patient received 160 shocks. It was also reported the battery was at end of life. The device was unable to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated normal battery depletion. With the battery fully depleted and no telemetry and no save to disk files there is no way to analyze the therapies delivered. Due to the excessive amount of therapies delivered the battery depletion is considered normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.